Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 508 mg/dl and 319 mg/dl (system 1) and 140 mg/dl (system 2) within 9 minutes on 2 different aviva meters. The same test strips were used for each test. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.